Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the device and apparently he placed a clip over a vessel, and he had trouble opening the jaws/handles. He replaced it with another of the same instrument without problems. There were no adverse consequences for the patient.

Event description:
It was reported due to change in insurance patient was titrated down from 24mg/day of dilaudid, clonidine, bupivicaine at 60mg/ml concentration down to about 2 mg/day. Patient pump was not refilled since (B)(6) 2009. Pump was interrogated and no alarms showed. It was later reported patient complained of increased pain in affected areas. A catheter dye study was done which revealed migration of catheter tip into lumbar intraspinal space. It was noted there was no problem with pump although believed it was a synchromed extended life and neared end of service (eos). It was stated pump was explanted. Physician reassessed patient's pain management with oral medications/other modalities initially, and will revisit intrathecal pump therapy if oral prescription management does not provide adequate pain relief. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4) the analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.